Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump and was informed to continue using the pump while also being advised to call back if any malfunction code occurs again. The caller acknowledged and understood the instructions.